Event description:
It was reported that peeling or flaking at the tip of the guide catheter occurred. During unpacking, they checked the tip of the 6f mach 1 lbu3.5 sh guide catheter and had noticed that something is coming off from it like peeling or flaking. The procedure was completed with another same device. No patient complications were reported and the patient's condition is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. There was a blood substance by the distal tip, however, there was no sign of any peeling or flaking of the distal tip as reported. The shaft was kinked 1.5cm from the distal tip. The original packaging was unavailable which limited the opportunity to determine origin or cause of the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that peeling or flaking at the tip of the guide catheter occurred. During unpacking, they checked the tip of the 6f mach 1 lbu3.5 sh guide catheter and had noticed that something is coming off from it like peeling or flaking. The procedure was completed with another same device. No patient complications were reported and the patient's condition is fine.